Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal procedure to treat scoliosis and spondylolysis using demineralized bone matrix. Post-op, the patient developed an infection in the spine. The patient underwent a revision surgery ten days post-op to remove the device.

Event description:
The patient had an extensive infection that resulted in the patient going back to the or eight times for irrigation and debridement and then a complex closing. Cultures of the site grew e.coli. The patient is still on cipro and is being seen at an infections disease clinic.